Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer found that a cylindrical metal fragment fell off of the device while reprocessing the device after endoscopic retrograde cholangiopancreatography, the endoscopic procedure was completed and no fragment fallen off into the patient.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Only the cylindrical metal fragment that fell off of the device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device by omsc confirmed the fracture surface of the elevator wire remained inside the cylindrical metal fragment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by detaching the elevator wire from the cylindrical metal part connected to the forceps elevator. If additional information becomes available, this report will be supplemented.